Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. An image documenting the condition of the used device was provided. Due to the poor resolution of the image, the single stent struts and the distal end of the delivery system were not visible. On the basis of the image provided, the alleged premature stent deployment could not be reproduced. Potential contributing factors to the reported premature deployment have been evaluated. Previous investigations of similar complaints have been reviewed. Increased friction during system advancement between either the guide wire lumen and the guide wire or the outer catheter and the vessel wall/introducer sheath may lead to premature deployment. Increased friction can be caused by a difficulty vessel anatomy, vessel calcification, insufficient flushing of the device, device damage caused by rough handling (e.g. During unpacking), or the usage of inappropriate accessories. In this case, no information regarding the vessel anatomy, the procedure performed and the accessories used was provided. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline. Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Furthermore, the IFU indicates that the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire. In addition, the IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."

Event description:
It was reported that during advancing the delivery system to the target position, the stent began to deploy prematurely. Therefore, the delivery system with the stent was withdrawn from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during advancing the delivery system to the target position, the stent began to deploy prematurely. Therefore, the delivery system and the stent were withdrawn from patients body. There was no reported patient injury.